Manufacturer narrative:
(B)(4).

Event description:
The consumer implanted for other pain indications reported that they were involved in a car wreck and jared their back. He thought he may have a loose lead. Additional information received from the patient indicated that was collaborating with his healthcare provider in having the issue taken care of. There was no appointment date set as yet, but he was working on it. No patient symptoms reported. If additional information is received, a follow up report will be sent.